Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos are provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that during a core breast biopsy, the device needle allegedly bent. It was further reported that the needle was difficult to remove from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation.three of photos was reviewed. For all the three devices, the stylet of the needle appeared bent. No other anomalies noted to the devices. Therefore, based on the photo review, the reported bent needle can be confirmed. However, the investigation will remain inconclusive as the bent needle would contribute to difficult to remove. A definitive root cause for the alleged bent needle and difficult to remove could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 08/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a core breast biopsy, the device needle allegedly bent. It was further reported that the needle was difficult to remove from the patient. The procedure was completed using another device. There was no reported patient injury.